Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. The patient remains on lvad support. Additional information was requested but has not been received. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced persistent gastrointestinal bleeding, and that the source of the bleed was ulcerated. The patient had many clips placed and embolization and cauterizations performed. These interventions did not contain the bleeding. The patient was taken to the operating room where a duodenotomy was completed and the bleeding portion oversewn. The patient remains in the hospital and hematocrit continues to be low. The patient now has positive blood cultures and IV antibiotics have started. The positive blood cultures were not associated with the device.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.